Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Tandem customer technical support educated the customer on the auto off alarm. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments. Customer¿s blood glucose value was 305 mg/dl.